Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose in the 400 mg/dl range. Customer stated she had a bladder infection and did not go to the hospital. Customer declined troubleshooting since she was sure the insulin pump did not cause the high. Customer also mention having issues with the sensor. Customer was advised about off label use. Troubleshooting for lost sensor was also performed. Customer's current blood glucose at the time of call was 215 mg/dl. No further information reported.